Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to decreased performance after that the active electrode array partially migrated out of cochlea, as confirmed by x-ray imaging showing 5 electrode channels out of cochlea. The implant registration card indicates that only one electrode contact was left outside of cochlea at implantation. Other possible factors like the observed fibrosis might have contributed to the decrease in hearing performance. Damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient only had 7 available channels for many years, with good performance. In the last 2 years (2016/2017) performance has decreased. Accident or trauma over the implant has not been reported. The patient was re-implanted with a shorter electrode type due to the fibrosis.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to decreased performance after that the active electrode array partially migrated out of cochlea, as confirmed by x-ray imaging showing 5 electrode channels out of cochlea. The implant registration card indicates that only one electrode contact was left outside of cochlea at implantation. Other possible factors like the observed fibrosis might have contributed to the decrease in hearing performance. Damages found during investigation are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient only had 7 available channels for many years, with good performance. In the last 2 years (2016/2017) performance has decreased. Accident or trauma over the implant has not been reported. The patient was re-implanted with a shorter electrode type due to the fibrosis.